Manufacturer narrative:
The axium coil was returned for evaluation extending out from the dispenser track and with the opened inner pouch. The guide-wire clip, the instructions for use (IFU) and the outer carton were not returned. The pushwire was found to be broken at approximately 3.3cm from the proximal end with the release wire pulled back which was not reported in the initial event description. In addition, the pushwire was found to be bent at approximately 4.5cm and 8.5cm from the proximal end. The implant coil was found to be detached from the pushwire within the introducer sheath which also not initially reported. During evaluation, the pushwire was removed from the introducer sheath. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present.

Event description:
Medtronic received information that the coil was already bent when it was advanced around 5cm from tray. No patient injury was reported.